Event description:
It was reported that during lead implanting procedure, the implantable cardioverter device (ICD) was unable to defibrillate with single coil lead. A dual coil lead was used successfully instead. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.